Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose grip cable the distal end. The clamping pulleys did not exhibit signs of corrosion, contamination, or residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted proctocolectomy surgical procedure, the large hem-o-lok clip applier instrument would not close, and it had loose cables. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was unable to provide any additional information about the reported event.